Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) menu display was not working. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the lower part of the external pulse generator (epg) display was out of specification. At the request of the customer, the epg was returned unrepaired. If information is provided in the future, a supplemental report will be issued.